Event description:
It was reported that the patient experienced discomfort in her elbow while being treated with the spinal pak device. It was reported by the patient that the electrodes were causing an ache. The patient is using them on the cervical area. The right hand is a little swollen and painful. The electrodes are changed and moved around every night. The ache is below the skin. The patient has increased her daily activities. The ache began saturday. There is nothing on the skin. The pain is all the time. The patient stated that the pain in the elbow is not related to the spinal pak. The customer service representative advised the patient to contact her doctor regarding the pain. The patient will pause treatment for a few days and will perform the time test when she continues to treat. No additional information has been reported at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type additional information - d4: lot number, h4: device manufacture date, h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced discomfort in her elbow while being treated with the spinal pak device. It was reported by the patient that the electrodes were causing an ache. The patient is using them on the cervical area. The right hand is a little swollen and painful. The electrodes are changed and moved around every night. The ache is below the skin. The patient has increased her daily activities. The ache began saturday. There is nothing on the skin. The pain is all the time. The patient stated that the pain in the elbow is not related to the spinal pak. The customer service representative advised the patient to contact her doctor regarding the pain. The patient will pause treatment for a few days and will perform the time test when she continues to treat. No additional information has been reported at this time. The electrodes were not returned for evaluation.